Event description:
2 implants were placed 1/10/97 in areas #10 and #11. Both were removed 7/24/97. There was no infection, pt in good health. The implants failed to osteointegrate (see also 97-596b.) One person affected.